Event description:
During a replacement procedure, a sorin screwdriver (packaged as an accessory) was reported as defective since the shaft was "unstable before its use".

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.